Event description:
The customer was hospitalized for dka. There as no indication of significant events leading to the event. The pump's programming was accurate. Troubleshooting was done and the pump passed the leadscrew test. While running the high pressure test, the pump began to alarm. The pump continued to alarm after clearing it. At that time, the customer was advised that the pump should be replaced.